Manufacturer narrative:
The following information has been updated: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. D.4. Medical device lot #: 0077312. D.4. Medical device expiration date: 2023-04-30. H.4. Device manufacture date: 2020-03-17.

Event description:
It was reported that 200 bd autoshield¿ duo safety pen needles were unable to deliver insulin/medication and were unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: 329515. Batch no: 0077312. Date of event: unknown. Wanted to complain about bd autoshield duo¿ pen needle. For a change I picked two boxes of this from costco, worst product on earth. Every time I poke blood surely oozes out, which I never experienced with any other needles from bd. Half of the insulin remains in the part in touch with the skin, extremely bad design. I have got over 200 of them.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 200 bd autoshield¿ duo safety pen needles were unable to deliver insulin/medication and were unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: 329515, batch no: 0077312. Date of event: unknown. Wanted to complain about bd autoshield duo¿ pen needle. For a change I picked two boxes of this from costco, worst product on earth. Every time I poke blood surely oozes out, which I never experienced with any other needles from bd. Half of the insulin remains in the part in touch with the skin, extremely bad design. I have got over 200 of them.